Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that when the package was opened and the hcp (health care professional) went to take the guidewire out of the hoop it was stuck, the guidewire was pulled and finally came out. It was alleged that the guidewire was frayed. Reportedly, another kit was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one guidewire in guidewire hoop was returned for evaluation. The sample appeared to be clean. The wire was bent and stretched throughout. Therefore, the investigation is confirmed for the reported frayed guidewire. The root cause could not be determined based upon available information. It is unknown whether procedural factors contributed to the event. As the reported event details state the guidewire was difficult to remove from the hoop, possible contributing factors include occlusion of the hoop, attempting to remove guidewire from hoop before removing retaining plug and rapid/forceful removal of guidewire from hoop. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 10/2019).

Event description:
It was reported that when the package was opened and the hcp (health care professional) went to take the guidewire out of the hoop it was stuck, the guidewire was pulled and finally came out. It was alleged that the guidewire was frayed. Reportedly, another kit was used to complete the procedure. There was no reported patient injury.